Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 4000 mcg/ml baclofen at a dose of 1586.3 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that there was an infection of the pocket. The patient had a pump refill on (B)(6) 2016 and the pump site looked fine. The infection symptoms were swollen, red, warm, pus leaking, and the skin broke (B)(6) 2016 and the pump was exposed. The patient was put on oral antibiotics. The patient was put on keflex and was in the hospital. There was no allegation against device sterility. The patient has a peg tube near the pump site that was "frequently infected." The patient was hospitalized. On 2016-oct-12, additional information was received that the infection was resolved and the entire system was explanted.

Event description:
Additional information received on (B)(6) 2016 provided patient's medical history included intractable spasticity, a head/brain injury, use of a peg (percutaneous endoscopic gastrostomy) tube. On an unspecified date in 2016 (reported as (B)(6) 2016), the patient had a pump refill and the site looked fine. The patient had a peg tube near the site that was frequently infected. The agent of infection was not reported and the treatment plan included a possible pump removal. The physician felt the pump erosion was due to patients weight loss, the device was protruding and eventually the skin broke down. Additional information was received from a physician which indicated a (B)(6) patient who had been receiving compounded baclofen since an unspecified date in 2012. Medical history included quadriplegia secondary to a traumatic brain injury. On an unspecified date, the patient was titrated up to 4000 g/ml at 1586 g/day. On (B)(6) 2016, the patients pump was filled by a home infusion service. At that time ,the edge of the pump wore through the thin skin and a few days later the pump was exposed. The patient was admitted to the hospital on (B)(6) 2016 and the device was explanted to reduce the development of meningitis. With the hospitalization, the patient received the admitting diagnoses of wound dehiscence and infection and was discharged on (B)(6) 2016. The physician felt the compounded baclofen had no role in the pump eroding through the patients skin. He added since the 40 ml pump was implanted, the patient had lost weight and the device was protruding from the left lower quadrant and eventually the skin broke down. As of (B)(6) 2016, the infection had resolved and patient was being treated with oral baclofen. No additional information was provided. Concomitant drugs included : macrobid (nitrofurantoin; nitrofurantoin, macrocrystalline) capsule, 100 mg, terazosin (terazosin hydrochloride) capsule, 5 mg; promethazine (promethazine) tablet, 50 mg; pepcid (famotidine) tablet, 40 mg; zanaflex (tizanidine hydrochloride) tablet, 4 mg; duragesic transderm patch 50 g/hr (fentanyl); prevacid (lansoprazole) capsule, 30 mg; roxicodone (oxycodone hydrochloride) tablet, 30 mg

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.